Event description:
The surgeon inserted the set screw to the poly axial screw. The surgeon tried final tightening but could not tighten it. No resistance was felt. The set screw was damaged during insertion. This resulted in an extension of surgery time (approx. 60-min.) To remove the damaged hardware and replace. There was no adverse patient outcome as a result of this situation. As a significant delay resulted an MDR is filed to document this malfunction.

Manufacturer narrative:
Setscrew thread has been stripped off, a portion of which is embedded in the thread of the screw head. Visual examination is consistent with cross-threading of the setscrew. Root cause appears to be related to inadvertent cross-threading during attempted insertion.